Event description:
Customer reported via phone, the insulin pump has intermittently alarmed no delivery since february. Customer stated she had never experienced before until she received this device. Event has occurred seven or eight times. Alarm has occurred during basal and while she is changing the complete set. Customer was advised to call back when alarm occurs to perform proper troubleshooting. Customer's blood glucose was unknown. She is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.